Event description:
Related manufacturer reference number: 2017865-2022-03053. During a remote follow-up, episodes of post-paced t wave oversensing were observed on the right ventricular (rv) lead. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.